Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as touch contamination. Six days after the event onset, the patient was hospitalized for peritonitis and other unspecified medical complications. During hospitalization, the patient was treated with unspecified intravenous antibiotics (drug name, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. Sixteen days after admission, the patient was discharged from the hospital to a rehabilitation facility. Six or seven days after entering the rehabilitation facility, the patient was discharged home. At the time of this report, the patient had recovered. From the date this report was received for approximately one month, the patient would receive hemodialysis to ensure a full recovery. The patient is expected to be retrained on proper aseptic technique once back up hemodialysis is complete. No additional information is available.